Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/25/2020. Additional h3 investigation summary: an empty opened foil, a labeled winding former and a used needle/suture were returned for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and some barbs present damaged and body fluids were noted. The fixation tab was broken at one of the sides appears to be by use of a surgical instrument. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pbk005 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and barbed suture was used. The fixation tab of the suture was broken during use. Further details are not provided. There were no adverse consequences to the patient.